Event description:
On (B)(6) 2012, a trivascular case representative was notified by the physician that he explanted a trivascular ovation abdominal stent graft system from a patient who had recently been implanted with the device at a different hospital. According to information received by trivascular, the subject underwent aaa endovascular repair using the trivascular ovation abdominal stent graft system on (B)(6) 2012 with another physician. Upon implantation of the aortic body stent graft, the proximal seal ring of the stent graft landed at the distal end of the aortic neck, just proximal to the start of the aneurysm. A palmaz stent was placed at the proximal seal zone followed by the implantation of an aortic cuff. The completion angiogram showed a good seal and good flow, with no evidence of endoleak(s) and no patient sequelae. The subject returned to a different hospital on an unknown date presenting with type I and type ii endoleak. At that time, the physician decided to convert the subject to open surgery on (B)(6) 2012, and the devices were explanted (ovation graft, palmaz stent, and aortic cuff).